Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit for high blood glucose levels. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.7 hardware: iphone14.7 cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room for with high blood glucose levels. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. The patient reports they had been sweating. After administering boluses the patients blood glucose levels had not decreased. Once at the hospital emergency room upon removal of the pod from the infusion site the cannula was found to be bent. The patient was treated with 9 units of insulin. The patient was at the hospital emergency room for 2 hours.